Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: clinical der states that patient experience intra-operative complication of femoral bone fracture. Event meets the definition of serious. Event is possibly related to both device and procedure. Treatment includes wire fixation of possible calcar fracture. Event is considered resolved. Update sep 28, 2017. Medical records reviewed. Primary operative notes 8-4-2017 indicate the patient received a right press fit total hip arthroplasty due to osteoarthritis, endstage, right hip. Operative notes also reveal that during the placement of the stem a very small piece of the anterior neck broke off when using the cookie cutter osteotome. There was no fracture line that extended distally, however, a cerclage wire was placed before placing the press-fit stem. Once placed, the stem had excellent fit and fill; no axial or rotational motion. The procedure was completed without any further complication indicated by the surgeon. It should be noted, an MRI study was provided in the medical records, the date of the study is blacked out on the document, however form its content it is reasonable to conclude it was prior to the primary right hip. Impression of this MRI includes: right hip arthrosis with grade 4 chondral loss and loss of bone stock to the superior weight-bearing articular surfaces. Subcortical cysts and reactive marrow change deep to the subchondral plate of the superior femoral head. This information has been included to speak to the bone quality prior to the primary procedure. MDR reportability is unchanged. Updated 10-24-2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states that patient experience intra-operative complication of femoral bone fracture. Event meets the definition of serious. Event is possibly related to both device and procedure. Treatment includes wire fixation of possible calcar fracture. Event is considered resolved.